Event description:
It was reported that boston scientific latitude international monitoring support was contacted to evaluate a blue blinking light from the patient's communicator dongle. The patient was concerned, as they had experienced a rapid battery depletion of their implantable device, and wanted reassurance that the flashing did not impact the rate of depletion. It was confirmed that this blue flashing on the dongle occurs when registering or checking the availability of a 4g network and that the light will be solid when is transmitting data. This was confirmed to be normal behavior and did not impact the implanted device's longevity. Information was requested regarding the specific device details and the suspected premature battery depletion, but a response was not received. This device remains implanted and no adverse patient effects were reported.